Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative lumbar spinal disease at l4-l5 and l5-s1, status post previous l5-s1 laminectomy and discectomy and underwent the following procedures: 1) revision surgical posterior spinal approach at l5-s1 with merging approach at l4-l5. 2) posterior spinal fusion l4-l5 and l5-s1. 3) segmental instrumentation using aesculap spinal screw system l4, l5 and s1. 4) use of stealth intraoperative surgical navigation with 0 arm intraoperative computerized tomography imaging for pedicle screw placement. 5) laminectomy, revision of l5 with partial laminectomy of l4 for complete decompression of l4-l5 and l5-s1. 6) anterior spinal fusion l4-l5 and l5-s1. 7) anterior segmental instrumentation at l4-l5 and l5-s1, trans-1. 8) use of a machined titanium type of cage for anterior spinal fusion l4-l5 and l5-s1. 9) use of bone morphogenetic protein for anterior spinal fusion l4-l5 and l5-s1. 10) use of local autograft bone for anterior spinal fusion and posterior spinal fusion l4-l5 and l5-s1. 11) fluoroscopy. 12) neuromonitoring. 13) use of demineralized bone matrix for posterior spinal fusion. As per op-notes,¿ dilating tubes were then placed into the soft tissues and into the bone of the sacrum to allow docking tube to dock into the bone of the sacrum. This was then followed by use of specialized stools under fluoroscopic guidance to completely remove all the disk material at l4-l5 and at l5-sl and to create a bleeding bony surface with complete curettage of the cartilage of the disk space. Once this was completely removed and the disk spaces were completely cleaned out they were filled with bone morphogenetic protein as well as local autograft bone into these anterior interbody spaces. This allowed nice packing and placement of material into the interbody space for effecting a solid fusion.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.